Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that prior to inserting the intra-aortic balloon (iab), the customer connected the iab to the console and received a fiber optic sensor failure. The customer unplugged the fiber optic cable and tried again, but received the same error. The iab was replaced with a new one. There was no patient harm or adverse event reported.

Event description:
It was reported that prior to inserting the intra-aortic balloon (iab), the customer connected the iab to the console and received a fiber optic sensor failure. The customer unplugged the fiber optic cable and tried again, but received the same error. The iab was replaced with a new one. There was no patient harm or adverse event reported.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and the one-way valve attached. No blood was visible on the catheter. The catheter tubing was observed to be oval shaped along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. One kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was observed within the sensor connector. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that prior to inserting the intra-aortic balloon (iab), the customer connected the iab to the console and received a fiber optic sensor failure. The customer unplugged the fiber optic cable and tried again, but received the same error. The iab was replaced with a new one. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).